Event description:
Olympus was informed that one day after a therapeutic polypectomy procedure, the pt complained about abdominal pain. The pt was subsequently examined and diagnosed with perforation of the colon which was reportedly treated by the application of unspecified clips. No other info was provided but there was no report about a malfunction of the olympus medical devices used during the polypectomy procedure.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for eval/investigation but to olympus medical systems corp (omsc), (B)(6) (returned to omsc on (B)(6) 2015). However, the exact cause of the pt's outcome and the reported phenomenon could not yet be determined as the eval/investigation is still ongoing. As soon as the investigation results and final eval are available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.